Event description:
Pack busted and burnt pt. Spoke with clinic's nurse who stated the customer alleged that the gel pack burst and the contents ran down customer's cheek and into customer's ear. When the customer returned to the dr's office, the following monday, customer's skin was swollen and peeling. The pt stated pt had blisters. The customer went to a pharmacy and they recommended the use of bacitracin ointment. Customer's physician did not order any further medications.